Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedance of greater than 125 ohms. A lead revision procedure was scheduled. During the revision procedure the lead to header connection was checked and found to be secure. The rv lead was surgically abandoned and replaced. The ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that this device was returned for analysis with no recent allegations. Normal battery depletion (nbd) was suspected, as this device exceeded the longevity calculations per labeling. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedance of greater than 125 ohms. A lead revision procedure was scheduled. During the revision procedure the lead to header connection was checked and found to be secure. The rv lead was surgically abandoned and replaced. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to update the conclusion code based on trend analysis.